Event description:
It was reported that during a photoselective vaporization of the prostate procedure for the treatment of benign prostatic hyperplasia, the fiber was observed to be forward firing at 259,435 j and 28 minutes into the case. The procedure was completed using another fiber without any patient complications.